Manufacturer narrative:
The pump user guide states: not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer uses fiasp insulin within the cartridge. A system check was performed and the pump performed as intended. Customer's blood glucose level was 338 mg/dl.